Event description:
The customer tested a patient and obtained positive results for anti-hbc using the vitros eci. A second sample was negative for anti-hbc on the eci, but was positive on a competitive system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The biased results were not reported. There was no report of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event is on-going. Information has been requested. The root cause is unk.